Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler was being positioned to do the wedge resection of the right lower lung during a video-assisted thoracoscopic surgery. The surgeon was applying a great deal of force (torque) to the instrument distal to the staple reload and the adapter connection point and was trying to position an approach to the lung tissue. The port was placed intracostal, so the amount of force required to achieve the surgeons required angle was high. The surgeon was able to press the green button, but the device did not fire. They also have difficulty unloading the device where the entire load broke off the adapter. They used another product to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler was being positioned to do the wedge resection of the right lower lung during a video assisted thoracoscopic surgery. The surgeon was applying a great deal of force (torque) to the instrument distal to the staple reload and adapter connection point and was trying to position an approach to the lung tissue. The port was placed intracostal, so the amount of force required to achieve the surgeons required angle was high. The surgeon was able to press the green button, but the device did not fire. Also, there was difficulty unloading the device where the entire load broke off the adapter. Another reloads were used however midway through the fire, the reloads stalled at midpoint. So, another product was used to complete the case. There was no patient injury.